Manufacturer narrative:
The evaluation of the returned portion of the driveline (dl) confirmed wire damage that would have contributed to the reported pump stoppage event while the patient was on the power module. In addition, it was confirmed that the patient¿s driveline was disconnected while supported by 14v li-ion battery; however, a specific cause for this finding could not be determined through this evaluation. Approximately 16.5 inches of the dl was returned for evaluation. A splint was used to keep the dl intact and a clamshell was present around the metal connector. The dl was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Rescue tape was applied at approximately 2-3 inches and 8-9 inches from the metal connector. The removal of the rescue tape revealed small tears in the outer silicone jacket at approximately 3 inches and 9.5 inches. Upon the removal of the outer silicone jacket, the examination of the bionate layer was unremarkable. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. There was severe breakdown of the metal braided shield observed at approximately 2.5-3.5 inches from the metal connector. Visual inspection of the driveline¿s wires revealed that there was a breach to the insulation of the orange wire at approximately 2.5 inches from the metal connector, exposing the inner conductors. The orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the dl was submerged in a saline solution for high-potential testing to further verify the integrity of each wire''s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the metal braided shield while the system was connected to a tethered power source, the resulting electrical short to ground could have resulted in the pump stoppages observed in the submitted log file while operating on the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 2 years and 6 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages occurred. System controller was exchanged and pump stoppages continued. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages that occurred while utilizing battery and power module power. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement a grounded power module patient cable was utilized, and no additional alarms were reported. No additional information was provided.